Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 0, with a fault ID of [0-0x277d]. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing pump reset information and guidance, after which the malfunction code did not recur. The customer was advised to continue using the pump and to report any future incidents.